Event description:
It was reported that a patient underwent a spinal surgical procedure on (B)(6) 2013 and mesh was used. The next day the patient developed an infection. No additional information was provided.

Manufacturer narrative:
(B)(4) - infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: ej2488 or el2243.

Manufacturer narrative:
(B)(4): representative samples from the same lot number as the actual device were returned for evaluation. The devices met performance specifications.in addition, a review of the lot sterilization records was conducted. This review did not identify any quality concerns and the lot met all release criteria.